Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet was implanted in a patient with the following smallest dimension 18, largest dimension 22. The measurement was done by transesophageal echocardiogram (tee). On (B)(6) 2023, 6 weeks follow up images transesophageal echocardiography (tee) shows that the device had migrated. (The device shifted within the intended implant site, and it did not completely dislodge from implant site). No intervention was performed. The patient is stable.